Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 423mg/dl at the time of incident and the current blood glucose level was 243mg/dl. Customers other relevant blood glucose value was 153mg/dl and 228mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as a little bit nauseated, very weak, low energy. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer stated insulin exited at the quick release. Customer stated that the bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.